Event description:
It was reported that the patient was not feeling and went to the clinic. Upon device interrogation, it was noted that the patient was in atrial arrhythmia and the device was not detecting the atrial heart rate as the physician expected it to work. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product: 4076-52 non-defib lead, 2011-(B)(4); 6725 adaptor 2011-(B)(6); (B)(4).

Event description:
It was reported that the patient was not feeling and went to the clinic. Upon device interrogation, it was noted that the patient was in atrial arrhythmia and the device was not detecting the atrial heart rate as the physician expected it to work. The device remains in use. No further patient complications have been reported as a result of this event.